Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a sinus infection. Medical intervention was prescription medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 07, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to have had serious open-heart surgery and stopped breathing multiple times a night without the machine. The patient also had allegation of sinus infection. Medical intervention was prescription medication. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dust-like contaminant on the front panel and rear panel. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation and was unable to address the patient's symptoms.